Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal luer lock connector experienced separation between the connector and injector. The following information was provided by the initial reporter: upon (B)(6), the hcp attached the injector set, and the sp set was then separated.

Manufacturer narrative:
H.6. Investigation: one sample was provided and evaluated by our quality team for investigation, upon observation of the spike set and infusion bag, we found no abnormalities such as damage or molding defects. As a result, no abnormality was found in any of them, and no liquid leakage was observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. No anomaly found on DHR review for 2107082c. H3 other text : see h.10.

Event description:
It was reported that the bd phaseal luer lock connector experienced separation between the connector and injector. The following information was provided by the initial reporter: upon administration of avastin, the hcp attached the injector set, and the sp set was then separated.